Event description:
A customer reported that their AED's asi is blank, and it will not power on. They reported the AED's asi was flashing red the previous week. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed. This MDR is being submitted due to the AED becoming non-operational as a result of the battery reaching complete depletion without evidence of user intervention or maintenance following the initial low-battery indication.